Manufacturer narrative:
The attachment involved in the reported event was evaluated. During visual inspection and performance testing the reported event could not be duplicated. The attachment was then disassembled for further analysis; this analysis could not duplicate the reported event. The attachment is non-repairable, the attachment was replaced.

Event description:
It was reported by the sales rep that the attachment was leaking a clear greasy substance from the tip. The observation was made during the set-up for a total knee or hip procedure. No contact with the pt, the attachment was exchanged for another unit the customer had on hand. There were no reports of any adverse pt event associated with this malfunction.